Manufacturer narrative:
The initial reporter information was not provided.

Event description:
Advocate stated her daughter's contour next link did not show the previous month's blood glucose readings. No adverse event was alleged. Advocate was advised to return the meter for evaluation. A new meter was sent to the customer.